Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) tip cover accessory was ripped at the distal end during procedure. Site swapped out for a new tip cover accessory to continue procedure. The procedure was completed as planned with no reported injury. On 20-oct-2021, intuitive surgical, inc. (Isi) contacted the robotic coordinator and obtained the following information: the damage (tears) was in both the gray section and the clear section of the tip cover accessory. There was no report of arcing with this event. They handed off the tip cover accessory to the person responsible for rmas, but unfortunately that person is out on leave, so they don't have the status of the return. Site wasn't able to provide any additional information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the monopolar curved scissors (mcs) tip cover accessory be returned for failure analysis evaluation, but it has not yet been received. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted if the tip cover accessory is returned (post failure analysis evaluation) or if additional information is received. A review of the site's complaint history does show any other complaints related to this product. No image or video clip for the reported event was submitted for review. A log review could not be performed on the mcs tip cover accessory because the item does not get captured in the logs. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged a tip cover accessory had damage (tears) in both the gray and clear section. No fragment fell inside the patient and no known impact or patient consequence was reported. There was no customer allegation of an arcing event; however, the mcs tip cover accessory had tears with no evidence or claim of user mishandling/ misuse. In the event the tip cover is compromised, it is possible for energy to discharge in an area other than the instrument tip. Per the I&a user manual "it is important to exercise caution when using a energized endowrist monopolar curved scissors instrument to help avoid unintended contact with tissue adjacent to the area to be cauterized." Failure to follow these precautions will result in electrical arcs from the wrist and alternate site burns. Although there was no patient injury reported, if the product issue were to recur, it could cause or contribute to an adverse event. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.